Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat in-stent restenosis in the proximal right coronary artery with moderate calcification. The 3.75x12 mm nc traveler balloon dilatation catheter was advanced with resistance with the lesion. The balloon ruptured during the first inflation at 14 atmospheres for 5 seconds. It is possible the rupture was due to lesion morphology. There was no resistance during removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.